Manufacturer narrative:
Conclusion - customer to complete remaining repairs.

Event description:
It was reported via repair work order that the fowler was bent and could not lay flat due to a broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.it was also reported via repair work order that the fowler was stuck in an elevated position due to a broken cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.